Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing, detected noise, and false atrial fibrillation (af) episode. The device remains in use. No patient complications have been reported as a result of this event.